Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench testing, internal inspection and all defib/pacer functional testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type. The electrodes or accessories used during the reported event were not returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.